Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve is being worked up for a valve-in-valve procedure after an implant duration of 6 years, six months due to stenosis.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve is being worked up for a valve-in-valve procedure after an implant duration of 6 years, six months due to stenosis.

Manufacturer narrative:
H11: additional manufacturer narrative: the DHR review was started and finished in (B)(6). There are no related ncrs. The DHR review is complete. (B)(4). Per (B)(4), "stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency." There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed.